Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpm testing could not be performed due to leaking hose swivel; however, the repair has not been completed due to aged repair. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. Actions were previously initiated to address this issue. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was air leaking from the handle during setup. There was no patient involvement. No adverse events have been reported as a result of this malfunction.